Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank log file alarm history was not confirmed. A review of the submitted controller event log file spanned approximately 4 days (30jan23 ¿ 02feb23 per time stamp). The log file contained routine alarms that would not have appeared in the alarm history section of the system monitor. The system controller, serial (B)(6), was not returned for analysis and remains in use. The provided information indicated that the system monitor was blank when trying to view the alarm history. The issue persisted with multiple monitors and did not resolve with exchanging the power cables. The issue then partially resolved when the monitor showed new history but not events from the previous day. There were no pictures provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms, including backup battery faults alarms. The heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explains ¿the driveline power fault, driveline communication fault (driveline comm fault), communication fault (comm fault), backup battery fault, and replace controller fault are examples of non-transient alarms that require specific user action to resolve the alarm condition. These alarms remain on the user interface screen until the alarm condition is resolved or permanently disabled by a clinician, and therefore do not appear in alarm history. In addition, a power cable disconnected advisory (that lasts less than 30 seconds) and pulsatility index (pi) events are examples of routine events that might interfere with access to more critical information. For this reason, these events also do not appear in alarm history¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was blank when trying to view the alarm history. There was a message on the system monitor stating that there was no available history even though there was history available the day prior. The issue persisted with multiple monitors and did not resolve with exchanging the power cables. The issue then partially resolved when the monitor showed new history but not events from the previous day.

Event description:
It was reported that when the patient's history was checked, it was blank with a message stating "no record obtained." The log file captured routine events and the pump functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.